Event description:
It was reported that the customer was concerned with an increased number of occurrences of system error 322 that they have seen. This error did occur during therapy and diagnosis. It was also reported that this error did not cause a death or serious injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). A device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.